Event description:
Reporter indicated a vns patient had increased seizure intensity. A battery life estimate for the vns generator revealed approximately 5.52 years remaining. Attempts for further information from the reporter have been unsuccessful to date.